Manufacturer narrative:
It was reported that respiratory rate was inaccurate. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. Higher or lower respiratory rate than set may lead to insufficient ventilation or no ventilation to the patient. Based on technician statement, no deviation was found during on-site visit. No parts were replaced. The device passed all performance tests and could be returned to clinical use. Device logs have not been available, hence no further analysis has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that respiratory rate was inaccurate. There was no patient harm reported. Manufacturer's ref.#: (B)(4).